Event description:
It was reported that when this lasso nav catheter was connected to the carto 3 system, both surface ECG (bs) and intracardiac electrograms (ic) signals were lost and produced a 1201 error in the c3 work station. Replacing the catheter resolved the issue fully. Customer is requesting a replacement product.

Manufacturer narrative:
Additional information from (B)(4) (affiliate): both surface ECG (bs) and intracardiac electrograms (ic) disappeared on the carto and the ep recording system at the same time completely. (B)(4).

Manufacturer narrative:
(B)(4). The returned device was tested for electrical performance, eeprom, carto and recalibration functionality. The testing results revealed the device was properly manufactured and calibrated since this passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was not confirmed.